Event description:
Pt for open reduction and internal fixation left hip, 6 hole plate inserted to be fastened with screws. 5 screws broke off, remainder of screws in pt. New hole plate inserted, 1 screw broke off. Consultant called by rn after incident. Case still going on when consultant notified. (Synthes rep notified.)